Manufacturer narrative:
(B)(4). Concomitant product: other: vascular solutions guideliner guiding catheter extension. (B)(4) - against resistance. Evaluation summary: the device was returned. Stent dislodgement was confirmed via returned device analysis. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Difficult to remove from the guiding catheter could not be replicated as the returned device was not returned in a condition in which the test could be performed. Based on the visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: should unusual resistance be felt at any time when withdrawing the stent towards the guiding catheter, the stent system and guiding catheter should be removed as a single unit. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure, after successful deployment of an unspecified rx xience xpedition stent, a 2.75x8 rx xience xpedition stent delivery system (sds) was then advanced via femoral access into a non-abbott guide catheter extension device without issue and advanced toward a heavily calcified, de novo lesion in the ectatic distal right coronary artery, but was unable to cross the lesion. The xpedition sds was withdrawn from the vessel without issue, however, resistance was felt between the non-abbott guide catheter extension device and the xpedition sds; force was applied, and the xpedition sds was withdrawn from the non-abbott guide catheter extension device and guiding catheter. After removal, it was noted that the stent had dislodged halfway off of the balloon, distally. The stent was intentionally pushed back onto the balloon by a healthcare practitioner in preparation for return shipment. After three non-abbott sds devices were unable to cross the lesion, a 4th non-abbott sds was able to cross and its stent was implanted, completing the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.